Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to the result from neoplastine cl plus reagent by stago. At 10:00 am the laboratory result was 2.6 inr. At 10:30 am the meter result was 3.7 inr. At 10:00 am on (B)(6) 2019 the laboratory result was 3.0 inr. At 10:30 am on (B)(6) 2019 the meter result was 4.4 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory results were deemed to be correct. There was no allegation of an adverse event. The customer stated that they are anemic but believed that their hematocrit should be in the normal range. The customer is not on heparin therapy, is not on direct thrombin inhibitors, no recent changes in warfarin dosage, is on no new medications, no changes in diet, no additional illnesses, and no symptoms of bleeding or bruising. The affected products were requested for return. Replacement products were requested. Only the customer's meter was received for investigate and was tested with retention test strips using quality control materials. Testing results: qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. 2.5 - 3.9 inr). All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.